Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint history review for item number 0100409501: the search identified no additional complaints for the same lot 4501512909. No additional similar investigated events (fractured) for the same lot number 4501512909 have been found. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Moreover the DHR contains a detailed fal confirming that all 11 manufactured instruments of this lot have been inspected and found to be according to the specifications. Event summary: it was reported that during surgery while extracting the rasp the hitting plate broke off the revitan rasp adapter. Extraction of the rasp was continued over the length markings "querstab" of the handle, as the second hole was still intact. Devices analysis: visual examination: the rasp adapter has been received for investigation. It can be confirmed that the instrument has fractured. The crossbar has not been received. The locking mechanism including slider with well legible length marking is inconspicuous and works as intended. On the distal half of the device including the broken off hitting plate countless indentations from hammer blows can be seen. The proximal bore hole has a several indentations on its rim, otherwise, nothing conspicuous to report. The distal bore hole has fractured in the area where the wall thickness is the least. Moreover, there are several indentations on the rim of this distal bore hole, also next to the fracture surface. Based on this visual examination the reported event can be confirmed. Review of product documentation: this device is intended for treatment. Conclusion summary: it was reported that during surgery while extracting the rasp the hitting plate broke off the revitan rasp adapter. Extraction of the rasp was continued over the length markings "querstab" of the handle, as the second hole was still intact. The visual examination confirmed the reported event. The distal bore hole has fractured along the smallest material thickness. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). Several indentations from hammer blows have been caused in the area of the bore holes. It remains unknown, whether these indentations occurred during the attempt to remove the rasp after the instrument has fractured or already previous to this event. However, it is likely that the fracture has originated from such a surface deterioration when excessively high forces have been applied on the instrument during use. Based on the investigation, the most likely root cause for the reported event is the application of excessively high forces in combination with surface deterioration caused during use. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the impact plate of the rasp handle fractured. Nothing came off / fell inside the patient. The device is since several years in use in the hospital, it is not possible to find out how many times it was used.